Event description:
The patient reported that since the implant he has had discomfort where the ipg is located. It was reported the ipg is at his belt line. Follow up identified the patient wanted the ipg moved from his back to his front. The patient was working closely with his physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.